Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the active blade broke; the broken part fell into the patient but could be removed. No further information is available. Another device was used to complete the procedure.

Event description:
It was reported that during an unknown procedure, the device would not insufflate. An important gas leakage was noticed during use of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
Sorin group (B)(4) received a report that the arterial pump of the s5 system stopped during a procedure. The perfusionist's hand cranked to maintain blood flow. The pump did not restart after it was power cycled. The pump was changed out and the procedure continued without further issue. The perfusionist was not able to reproduce the failure after the case was complete. There was no report of pt injury.